Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately early december 2024 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7084308/7084437, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.